Event description:
Home health nurse reported that she received an error code 178 stuck prime key during the patient's infusion. She tried to turn the pump on & off but the code would not clear. She is completing the infusion using gravity tubing. Pump serial number - (B)(6) replacement pump scheduled. No further information. Did the reported product fault occur while in use with the patient? Yes, did the product issue cause or contribute to patient or clinical injury? Yes, via gravity. Upon patient return did we replace device? Yes, if yes, was the patient able to successfully continue their infusion? Yes, via gravity what is the outcome of the event? Resolved. Diagnosis for use: other dermatomyositis without myopathy.